Event description:
During difficult implan, patient's vessel collapsed, not sure of exact cause. Hematoma was released the next day, no adverse outcome. System was placed on the other side. Patient doing fine.